Manufacturer narrative:
The reported event was addressed with phone support. The customer manually rotated the endoscope in the correct position. The intuitive technical support engineer (tse) asked to check the rotation of the endoscope by hand and nurse found no problems. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the nurse called in to request advice on an endoscope that displayed a rotated image. The nurse explained that during the surgery they experienced a rotated image, and they solved the issue by manually rotating the endoscope in the correct position. After the case had been ended without further problems, they isolated the endoscope. The intuitive technical support engineer (tse) reviewed the logs and found only one error 23003 axis 4 indicating a bearing problem of the endoscope. The tse asked the nurse to check the rotation of the endoscope by hand, and nurse found no problems. The tse explained that error 23003 could be caused by the sterile adaptor as well. The tse advised to mark the endoscope and monitor its behavior. The procedure was completed with no reported injury.